Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 02/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the battery compartment was cracked below the bumper pad. Unrelated to the battery compartment, the audio bolus button was found to be damaged, but still normally responsive to user input. (B)(6).